Manufacturer narrative:
The lead was surgically capped, and would not be returned at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had noise and low out of range pacing impedance of less than 200 ohms. The lead was surgically capped and replaced, and the device remains in-service. No additional adverse patient effects were reported.